Manufacturer narrative:
This report is being submitted to provide the legal manufacturer's final investigation results. Since the device was not returned to the legal manufacturer, olympus could not perform a physical device evaluation. However, after reviewing a photo of the subject device, it was confirmed that the probe was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe (requiring retrieval from the patient's body) likely occurred due to contact with other surgical instruments, or non-insulated area of the device. Please refer to the following likely mechanisms: mechanism #1: 1. During ultrasonic output, the probe encountered metal or a surgical instrument. A scratch was made on the probe. 2. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. A force was applied to the probe causing it to break. Mechanism #2: 1. Ultrasonic output was activated while grasping tissue with the tip of the grasping section. The tissue pad encountered the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the grasping section to touch the probe. 3. Ultrasonic output was activated under this situation, and scratches were made (indicating that the probe and grasping section were in contact with each other). 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. A force was applied to the probe causing it to break. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A photo showing breakage of the tip was submitted. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available. H3 other text : device was discarded at korean logistic site.

Event description:
It was reported, the probe tip of the subject device broke and fell into the patient's abdomen during a cholecystectomy. The probe tip was retrieved immediately using forceps and the procedure was completed without delay and no effect to the patient. The device was inspected prior to use without any issues noted. There were no reports of patient harm.